Manufacturer narrative:
Axsym digoxin iii customers observed instrument errors (error codes 1118, 1113, 1062 and 1063) when running patient samples. The instrument errors were observed when occlusion (clogging) on the matrix by the reaction mixture (patient samples +reagent) leads to pooled liquid on the matrix cell. The frequency of instrument errors was higher for freshly drawn samples (within 12 hours of blood draw) or frozen/thawed samples studied in the investigation. The higher volume of sample and reagents used by the one-step axsym digoxin iii assay in comparison with the two-step axsym digoxin ii assay, might contribute to the increased number of customer observed instrument errors. Field action letter fa30mar2007 was sent to customer to provide guidance on the error code issue as well as the discrepant patient results issue. This included restating axsym operations manual instructions to centrifuge samples at 8,000 to 10,000 rcf (relative centrifugal force) for 10 minutes when these error codes are encountered. As an interim action of this investigation, field action letter fa20jul2007 was sent to customer, which includes an additional dilution option when these error codes occur. This is a final report.

Event description:
The customer is questioning error code 1118 (invalid test result, intercept too low) that generated while running one patient sample using the axsym digoxin iii assay. There was no impact to patient management reported by the customer.